Event description:
The user reported that during preparation for cardiopulmonary bypass, the device unexpectedly displayed an indicattion that suggested that the battery backup was not available. There was no reported adverse consequence to the pt as a result of this event.